Event description:
The surgeon reported the system screen froze during set-up for surgery in the afternoon. The system worked well in the morning. The surgeon rebooted the system by disconnecting the power source and waiting for about 45 minutes until the battery went off. The surgery was completed after a 1.5 hour delay. No patient injury was reported.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 06/05/2009.